Event description:
It was reported there was notice of skin evacuation chute having damage on edge. Found during testing/check; no patient involvement. Upon evaluation of the item the width plate was noted to be damaged. No adverse events were reported as it relates to this event. No further event information available at the time of this report.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined the unit had a dead motor and the unit was out of calibration. The motor, bearing pack, o-ring, seal, reciprocating arm, width plates, hinge throttle gasket, philips head screw seal, and external e-ring were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.